Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed. The reported allegation of fluid loss was confirmed via product analysis of the cylinders. Model number/catalog number 720185-01: serial number: (B)(4), batch/lot number 778385003, model/catalog description reservoir flat iz 100 ml, expiration date 06/19/2014. Manufacturer date 07/02/2012.

Event description:
It was reported the patient had his inflatable penile prosthesis removed due to fluid loss from a "pinhole leak." No patient complications were reported in relation to this event.